Event description:
It was reported that during a rollerball endometrial ablation, pt's blood pressure dropped to . That pt was in a comitose state, and was in guarded condition. It was subsequently reported on 9/27/93 that the pt had died from a ruptured iliac artery.